Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault 6" and "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical united kingdom. During the investigation it was noted that review of the device log identified the reported ECG fault 6 and ECG disabled issue. The device passed all functional testing without issue; no ECG faults were observed during testing and could not be duplicated during evaluation. As a precaution to reduce the likelihood of recurrence based on the log history, the analog board was replaced. As a result, the investigation is closed as observed in device data. No emerging trend based on similar reports.